Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the pulse wire in the cable between the distribution node (dn) and front therapy electrode was open, which caused the reported messages. The root cause for the broken wire could not be positively identified, but the damage likely resulted from excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.